Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 03/05/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent a diagnostic laparotomy procedure on (B)(6) 2020 and the suture was used. During surgery, the needle tip broke off. The needle tip was picked up and disposed of. The needle tip was removed easily without additional intervention. Another like suture was used to complete the procedure successfully. There were no patient consequences reported.